Event description:
A customer reported experiencing a cgm error 42 with their #g7sensor. No adverse impact was reported to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear, allowing the customer to successfully start their sensor session.